Event description:
Two (2) days after breast augmentation I was covered head to toe in thick red hives and blisters which took over a months on high kevela of steroids and antihistamines to go away. Since then other symptoms like fatigue, memory loss, brain fog, insomnia, anxiety, 6 thyroid nodules grew bigger and thyroid antibody levels have skyrocketed the last 3 years, I have developed more and more food sensitivities and antibiotic allergies, panic attacks with numb arms/hands and inability to use limbs as well as fainting, cannot lose weight regardless of diet/exercise, joint pain and just generally feeling bad. I've had so many tests performed over the years. FDA safety report ID# (B)(4).